Event description:
A device report from (B)(4) indicated a hosp in (B)(6) reported: pt experienced a fracture of the distal end of the clavicle and was implanted with a plate and screw on an unk date. (B)(6) months later pt experienced re-fracture of the clavicle. Pt had started rehabilitation approx (B)(6) weeks after implantation. Surgeon noted pt was complaint and reportability did not fall. It is not known what the pt was revised to. No further info available. This is 1 of 2 reports.

Manufacturer narrative:
The mfg records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.